Event description:
For a year and a half I have been trying to get a replacement for a respironics travel CPAP. I reported months ago that I have a heart condition and asthma that makes CPAP absolutely necessary. I have been shuffled from one office to another. I have been communicating for weeks that I am travelling out of the country for several weeks and need to machine. All I get is a run around. Since travel is early in january, you would have to act fast to be of help to me. Regardless I think respironics has to be held accountable for what will undoubtedly be further delays for all customers. Non smoker. The issue is that respironics has not responded in acceptable way even when told of conditions that make use of CPAP essential even when traveling.